Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was a uv flash transfer set where the tip protector separated from the spike. This was found when the pouch was opened, before use. No additional information is available.